Event description:
It was reported that pump displayed malfunction alarm malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support advised contact on how to reset pump and instructed contact to call back when pump was available for further assistance, and no additional information was received regarding the outcome of the event.